Event description:
The device was flushed and prepped accordingly, with no apparent defects. The device was then placed on the pt's abdomen to note the orientation of the contralateral limb check mark. Device was then introduced into the pt's right common iliac artery. Because the main body was being introduced on the right, the contralateral limb was oriented to open in the slightly anterior position on the left. As the device was tracking there was no rotation, of the device, no tortuosity or angulation to be noted. Once the device was at the level of the lower renal, again orientatin was noted and appeared to be fine. The solder marks were also noted on the correct orientation (left). Deployment began with the first two stents forming the diamond position and again leg extension was planned for deployment into the ipsilateral. Contrast was done for confirmation of the renal position - again no torsion or angulation was noted. Positioning of graft looked good, and decision was made to proceed with deployment until the contralateral gate opened. Upon further deployment, as the gate opened, it opened to the right and not the left. Another inspection determined that there was not any twisting of the device. As a result, since the limbs were now crossed, additional length was needed on the ipsilateral side and an iliac leg extension was planned for deployment. Cannulation of the contralateral limb occurred and was confirmed with a graft-o-gram. Upon final angiogram no endoleaks or other complications were noted.